Manufacturer narrative:
The field service engineer (fse) found old tubing through valves lv12, 15 and 7 that caused the overflow at the bath and vacuum errors. The tubing was replaced in the valves and the instrument ran without leaks or errors. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained blue leak of about 30 ml from the baths inside the coulter act diff 2 analyzer during startup. There were vacuum error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.